Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the ICU has been experiencing adhesion issue with the dressing. It was stated, ¿upon auditing the dressings on the ICU we have noticed a higher rate of non occlusive dressings since using this style of dressing.¿